Manufacturer narrative:
The replaced inspiratory flow module printed circuit board (pcb) was not included in the initial report. Changed repair statement from "the se replaced the breath delivery (bd) and graphic user interface (gui) central processing unit (cpu) printed circuit boards (pcbs)" to "the se replaced the inspiratory flow module printed circuit board (pcb), breath delivery (bd) central processing unit (cpu) pcb, and the graphic user interface (gui) cpu pcb." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The se replaced the inspiratory flow module printed circuit board (pcb), breath delivery (bd) central processing unit (cpu) pcb, and the graphic user interface (gui) cpu pcb.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during setup of the device, a 980 ventilator failed the power on self test (post) and generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery (bd) and graphic user interface (gui) central processing unit (cpu) printed circuit boards (pcbs). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb), inspiratory flow module (ifm) and a breath delivery (bd) pcb were returned to covidien/ medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found on the gui pcb and ifm. The bd pcb had 2 pins on the connector (jp3) were touching and shorted. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found on the gui pcb and ifm. The bd pcb root cause was isolated to component (jp3); however the origin of the damage could not be determined. If information is provided in the future, a supplemental report will be issued.